Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to experiencing shortness of breath and the patient alleges that the device is noisy and no air is coming out of the machine. There was no report of serious patient harm or injury. There was no medical intervention required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to experiencing shortness of breath and the patient alleges that the device is noisy and no air is coming out of the machine. There was no report of serious patient harm or injury. There was no medical intervention required by the patient. The device was returned to the manufacturer's service center for further evaluation.  The device was evaluated. Manufacturer was able to confirm the presence of degraded sound abatement foam residue. Manufacturer observed dirt/dust contamination on top and bottom enclosures, ui panel, rear panel, sd cover flip door, accessory module flip door, blower box, blower. Manufacturer observed 2 cuts on the outside of the bottom enclosure. Unknown contaminate on inside of the ui panel. Corrosion on p4 power connector. Liquid ingress was observed on the blower and p4 power connector. Inv1023 addresses the issue of liquid ingress. A contaminate consistent with keratin was observed on the blower box. Addresses the issue of keratin. Manufacturer is unable to directly address the symptoms outlined in the complaint. Manufacturer did observe dust/dirt contamination in the airpath, likely from a source external to the device. The device's downloaded logs were reviewed by the manufacturer. There were no errors found.

Manufacturer narrative:
In the previous report, in section d9 returned to manufacture date was not captured and it was updated in this report. In the previous report, in section h6 medical device problem code, investigation findings code and investigation conclusions code was not updated and those were updated in this report.